Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarm as well as a premature power switching event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internatal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. A controller with a blank display or no audible alarm should be replaced. Patients are also instructed to contact the treating facility if they receive any of a list of certain alarms. Patients are warned that disconnecting both power sources at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Event description:
It was reported that a patient had been experiencing critical battery alarms (but no apparent pump stops). He originally thought it may have been battery related but received new batteries recently and experienced the same alarm on the new batteries. Engineer reviewed the alarm log and saw that there were several brief incidents of the critical battery alarm over the last few days. The controller was replaced from hospital stock. No effect on the patient was reported. No additional information was provided.